Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6) ; product type: ; UDI: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot#/serial# (B)(6). Product ID m995402a001, lot#/serial# (B)(6). H3: analysis of the controller 97745nt intellis ptm nontrial (s/n: (B)(6)) revealed broken stim button bosses and a t18010 firmware read/write failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for unknown indications. It was reported that the patient's controller was blank/unresponsive this morning even though they charged it last night and the pt reset the controller and now controller was working as expected. The manufacturer's patient services specialist (pss) discussed controller reset and li battery pack longevity. The patient said the controller did not work this morning and the battery was running low. The troubleshooting steps that were taken on the call resolved the issue. The patient called back four days later and stated that their controller battery keeps dying. The patient stated that the controller will randomly shut off and they have to reset the controller to get it to come back on. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging controller into the ac power cord and confirmed that the controller did not power on. The patient confirmed the green light on the ac power supply was one. The patient tried another outlet, but the controller did not power on. Pss had the patient inspect the equipment for damage; the patient noted no visible damage. The patient then inserted aa batteries and the controller still did not power up. The patient was very concerned that the battery pack in the controller was bad despite agent explaining troubleshooting results. The issue was not resolved. A replacement controller and battery pack was sent out. No patient symptoms were reported.